Event description:
It was reported that review of the log files found pump reset events on (B)(6) 2023 and (B)(6) 2023. There was also a controller clock reset event during the (B)(6) 2023 pump reset. The cause of these events was not known. Related MFR report # for the system controller: 2916596-2023-02083.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the account¿s submitted log files confirmed pump resets; however, a specific cause for these events could not conclusively be established. The left ventricular assist device (lvad) event log file contained data spanning from (B)(6) 2023 through (B)(6) 2023. Two instances of software reset, rotor displacement, and not initialized faults were captured on (B)(6) 2023 at 20:33:50 and (B)(6) 2023 15:16:49, consistent with pump restarts. A specific cause for these events could not be conclusively determined as the timestamp was not captured in the controller event log file. The pump appeared to function as intended. Rotor noise, rotor displacement, and temperature values remained stable before and after the pump resets. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 2 of the IFU, "system operations", states "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, section 2 states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Section 3, ¿powering the system¿, warns that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section states "do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop". Section 7 of the IFU, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 of the handbook, ¿alarms and troubleshooting¿, contains information regarding all system controller alarms and the proper actions associated with them. The relevant sections of the device history records for (B)(4), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.